Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user observed elevated blood glucose readings of 232 mg/dl decreasing to 207 mg/dl per a dexcom g7 continuous glucose monitor (cgm), announced a meal as a correction, and was advised to allow the ilet to manage high glucose while considering that concurrent pain medication could elevate glucose. The event involved user interaction with the device user interface and reflected an incorrect procedure. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with the user interface and improper method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.